Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation on (B)(6) 2021, a complaint was received from dr. (B)(6), a representative at the(B)(6), located in the city of (B)(6). An 18g ptcd needle was inserted from the right buttock and the access route near the rectum was gained via the gluteal muscles. The supplied stiffening cannula was set inside the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, lot number 13441739. The catheter combined with the cannula was advanced near the rectum over cook's wire guide (0.035inch, 145cm). The physician attempted to remove the stiffening cannula from the catheter after advancing them (as a unit) to the target site, but it could not be removed. Therefore, the catheter and cannula were removed from the patient. The cannula could not be removed from the catheter even outside the patient. Another ult8.5-38-25-p-5s-cldm-tong-050399 from different lot number was used instead to complete the procedure. There have been no adverse effects to the patient reported. No damage was noted to device packaging. The device was stored vertically. The device was placed using "one step.¿ a review of the documentation including the complaint history, device history record, instructions for use (IFU), quality control and specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was returned in used condition. The stiffening cannula was confirmed to be stuck within the catheter. The distal tip of the catheter was manipulated, and the stiffener was able to be released. No damage to the catheter was noted. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 13441739 found no related nonconformances that could have contributed to the reported failure mode. The disposable stiffening cannula is supplied by another manufacturer and no abnormalities were recorded during the incoming inspection process. It should be noted that there were no other complaints associated with this lot number. As there is objective evidence the DHR was fully executed, cook medical has concluded there is no evidence that non-conforming product exists in house or in the field. The instructions for use (IFU) [t_multi_rev5] ¿multipurpose drainage catheter,¿, provides the following information related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure without a manufacturing or design deficiency contributed to this event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Catalog #/rpn: ult8.5-38-25-p-5s-cldm-tong-050399. Customer (person): (B)(6), PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the stiffener within an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter could not be removed during initial placement of the device. No damage was noted to device packaging and the device was stored vertically. The access route near the rectum was accessed via the gluteal muscles using an 18g "ptcd" needle inserted from the right buttock. The catheter and stiffening cannula combination was advanced over an 0.035 cook wire guide near the rectum. After reaching the target site, the cannula could not be removed from the catheter. The catheter was removed and another, similar device was used to complete the procedure. It was also noted that the cannula from the complaint device could not be removed from the catheter outside the patient. Further details were provided stating that the device was placed using "one step" and that the fixed disk was not used to secure the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.